Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a power issue. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
The customer called and spoke with a philips representative. The customer requested just a replacement processor pca with no engineer evaluation.